Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. Additional information received: please provide more details for "no staples were formed". Were staples deployed but not in b-shape? Or were staples not present/visible on any portion of the staple line? Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The surgeon in question has returned from vacation but indicates that it was a long time ago and that he cannot remember the details with 100% certainty. In any case, he indicates that the device could be opened after using the reverse button and that no major problems occurred. The latter means in any case that the knife did not cut through the vessel. So, I think that no staples were formed at all, and that the knife was not fired.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. As we need to make sure that the correct pe codes are assigned, I need you to clarify (not opinion) if no staples were fired at all or the staples were malformed. Reply: this is what the surgeon said to our sales consultant. I would take the staples were malformed to be close to the mdv report.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Please provide more details for "no staples were formed". Were staples deployed but not in b-shape? Or were staples not present/visible on any portion of the staple line? Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure, the device misfire, no staples were formed. No patient consequence. A new reload and after that new stapler taken to resolve.